Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that low draw occurred before use with bd vacutainer® lh 102 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, "the tube didn't draw sufficient volume of blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred before use with bd vacutainer® lh 102 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, "the tube didn't draw sufficient volume of blood."